Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the transparent front end is damaged and unused.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-01. H6: investigation summary: our quality engineer inspected the photograph and sample submitted for evaluation. Bd received one photograph which displayed the product with the bent/deformed component. The reported issue was confirmed upon inspection of the sample. Bd determined that the indicated failure was most likely attributed to wrong use of the product since a review of our manufacturing process showed that this failure cannot occur during our process. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the transparent front end is damaged and unused.